Manufacturer narrative:
A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed the pump exhaust tubes and inlet tube were overlapping each other while in-vivo. Quality concluded that this positioning, in combination with device usage over time, could contribute to the observed creasing on the longer exhaust tube of the pump and eventual separation through the inlet tubing indicating sufficient stress(s) was exerted to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to tubing came apart are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. See attached letter from FDA dated (B)(6) indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, tubing came apart/leaking.